Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that she was suffering from hyperglycemia within 3 hours of use. Infusion set was placed in abdomen. High blood glucose level was 499 mg/dl and was treated by correction bolus via pump. No further information was available.